Manufacturer narrative:
Correction of the h6 in the regulatory report 9612164-2026-0000. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), due to the patient's cardiac anatomy, the delivery system was hard to pass trough. The physician did several attempts to enter into the right ventricle (rv), the delivery system was kinked several times because of angulation. After reaching the small rv, contrast injected but the delivery system was noted to jump back to the atrium. The end of the injection showed small pericardial effusion. Deflection of the delivery system was kinked (3d shaped). The device and the delivery system were attempted, not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1vr01-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1vr01-delsys] (serial: (B)(6). D9: yes, return date: 22-jan-2026 h3: yes dev rtn to MFR? Eval summ attached? Product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft was bent at 5 cm from the distal end of the delivery system. The inner shaft was kinked at 3 cm from the distal end of the recapture cone. There were no anomalies found with the distal edge of the device cup. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.